Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the mega suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was noted to have wire on the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues with the opening/closing of grips, left/right motion, or up/down motion. One small wire strand was observed at the tip, but no material or fragments fell into the patient's body. The instrument was inspected before use with no reported damage, the instrument was replaced during the procedure.